Event description:
After the implant procedure was completed, post-op imaging showed the patient had developed a pneumothorax. Physician placed a chest tube and admitted the patient. Patient remained hospitalized for observation and was discharged 7 days later. This resolved the issue.